Manufacturer narrative:
Block h6: impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to one of three devices used in the same patient and procedure. Refer to manufacturer report # 3005099803-2024-02142, 3005099803-2024-02143, and 3005099803-2024-02145 for the associated device information. It was reported to boston scientific corporation that a habib endohpb rf catheter was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) with stent removal procedure performed on (B)(6) 2024. During the procedure, the habib catheter (the subject of MFR. Report # 3005099803-2024-02142) was tried to ablate a tissue overgrowth on a boston scientific metal stent (the subject of MFR. Report # 3005099803-2024-02145); however, the probe was unable to deliver energy. Another habib endohpb rf catheter (the subject of this report) was used but the same problem occurred. The procedure was cancelled due to this event. There were no patient complications reported as a result of this event.